Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An exterior visual inspection of the returned cycler showed no signs of physical damage. Upon power up, the cycler touch screen test failed. When powering on the cycler, the ok, stop and up/down arrow push buttons illuminated, however the front panel touch screen remained blank. An internal inspection of the cycler found evidence of an internal short present on transformer (t1) of the inverter board. The inverter board is located on the rear of the front panel assembly. A known good inverter board was installed, and the touch screen became operational. Removed functioning inverter board from the touch screen at the completion of the investigation. The voltage verification check passed. The load cell verification failed. Failure was due to scale readings out of specification. Load cell calibration was needed. The simulated treatment pre- accelerated stress test (ast) 15-minute 1000 ml test passed; a power fail recovery was successfully performed during drain 0 of the treatment. There were visual indications of dried fluid underneath the cassette compartment during the internal inspection. No burrs or sharps in cassette area that may have punctured a cassette membrane. The cause of the observed dried fluid could not be determined. There were no other discrepancies during the internal inspection of the returned cycler. The cycler tested negative for glucose. There were no discrepancies encountered with the mushroom heads. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements.

Event description:
It was reported that the screen of a patient¿s liberty select cycler went dim during their peritoneal dialysis (pd) treatment. The patient also reported receiving an invalid sensor reading 7- load cell alarm during dwell one of treatment. The wall outlet was working. The ok and stop keys were on, however the screen remained dim. At that point in time, the technical support representative advised the patient to discontinue use of the cycler and to notify their peritoneal dialysis registered nurse (pdrn) of the event. A replacement cycler was issued to the patient. It was reported that an alternate treatment option was available. Upon follow up, the pdrn confirmed that there were no adverse events or medical intervention required as a result of the reported event. The cycler was returned to the manufacturer and a replacement cycler was provided. Upon physical evaluation of the cycler by the manufacturer, it was identified that the transformer on the inverter board had an internal short.